Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03700. The pt reported experiencing warming at her scs ipg pocket site while charging. Subsequently, a replacement charging system (low energy) was sent to the pt. The pt also reported discomfort at the pocket site regardless of stimulation (ref MFR reports: 1627487-2013-13737 and 1627487-2013-13738). F/u identified the pocket heating issue resolved with the replacement charging system. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.